Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unknown reason. The cuff was removed and replaced with a new 3.5 cm cuff. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cuff was replaced because the patient had started experiencing recurring incontinence a few months ago. The doctor noted atrophy around the urethra. No device malfunction noted. There were no known complications during surgery.